Event description:
When the procedure started and the cusa was initialized , he handpiece was tested to amplitude 100% without any alarms. The cusa was used for approximately 20 minutes (intermittently). Few minutes after, the surgeon complained that there was no vibration. The distributor noticed on the console that the amplitude did not even go to 10%, but no alarm was activated. The distributor asked to scrub sister to remove the tip and reconnect it. When the distributor restarted the cusa, the tip alarm was activated. The procedure was delayed by an hour as medical staff had to wait for another handpiece and have it autoclaved. There was no patient injury. The increase of surgery time did not harm the patient.

Manufacturer narrative:
Integra has completed their internal investigation on april 6, 2017. Results: evaluation of returned device; reported failure was confirmed; during investigation it was observed that the handpiece had a low power due to faulty coil form. Also, cable was porous resulting in an interrupted cooling flow. DHR review; no anomalies that could be associated with the complaint incident were observed. Complaints history; a minimum of 12 months¿ review using the following key words ¿defective coil form¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 31-apr-2016 to 31-mar-2017. A total of 285 complaints were reviewed of which 19 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this is the 7th identified complaint for the andover handpiece c2602 with the root cause identified as defective coil form and the 3rd identified complaint for the handpiece that was 1st time returned for service. During the time period ¿apr-2016 to mar-2017¿, (B)(4). One tubing set is used per operation / procedure, and is used as a means of quantifying the number of procedures undertaken. Conclusion: (root/cause) the cause of the handpiece failure was due to faulty coil form resulting in low power.